Manufacturer narrative:
During a stent assisted coiling of an aneurysm using an enterprise vrd, the vessel distal to the aneurysm perforated. After stent placement, thrombus was noted in and around the stent. The patient presented with sudden onset of weakness in the left lower extremity followed by right hemiparesis. After admission to the hospital he gradually woke up with residual right hemianopia. Left medial thalamic hematoma and large medial temporooccipital infarct was noted by CT/MRI of the brain. Angiography showed a wide necked aneurysm arising from the infero-lateral wall of the distal basilar artery incorporating the origins of the left posterior cerebral artery (pca) and superior cerebellar artery (sca). The aneurysm had a smooth wall. There was some irregularity of the basilar artery below the scas possibly at the site of the dissection. The left pca showed occlusion of a short segment about 1cm long beyond the p2 segment. The pca beyond was reformed from thin collaterals and the cortical branches beyond were normal. It was determined that the enterprise vrd would be placed and the aneurysm would not require any coils. Bilateral femoral arterial access was obtained with the placement of 6 fr sheaths. The patient was heparinized with 5000 units intravenously. It was reported that activated clotting time (act) was not monitored. A 6 fr envoy guide catheter was placed in the left vertebral artery and parked at c3. A noncordis transcend guidewire (gw) and a prowler select plus microcatheter (mc) were advanced across the neck of the aneurysm into the left pca. In trying to deploy the enterprise stent, it was reported that the gw had to be pushed across the occluded segment. The enterprise was deployed across the neck of the aneurysm from left p1 to the distal basilar artery. On withdrawing the catheter and injecting contrast, a leak of contrast was noted around the catheter into the ambient cistern. The heparin was immediately reversed with 3ml of protamine and the leak stopped upon advancement of the catheter into the perforation. A noncordis coil was deployed and detached partially within the subarachnoid space and partially in the pca. Because the leak persisted, approximately 0.3ml of 50% glue was injected. The leak stopped after the injection. With angiography, the aneurysm was smaller, with no space for any coils. Thrombus was noted in and around the stent. It was reported that there was excellent flow in the basilar and vertebral arteries. All of the branches of the basilar artery and their smaller branches were normal. The duplicated left superior cerebellar arteries and left posterior cerebral artery filled better than before. Post procedure CT scan showed contrast mixed with blood in the quadrigeminal plate cistern, left ambient cistern, inter-peduncular and pre-pontine cistern, and on either side of the tentorium in the occipital sulci and cerebellar foliae. It was reported that the patient had no neurological deficit. Procedural films reviewed by an independent interventional neuroradiologist reported that the aneurysm had no vessel distal to the aneurysm to allow for placement of the microcatheter or distal end of the enterprise delivery wire. Prior to the perforation, the guidewire tip was approximately 1-2 mm distal to the microcatheter tip. With the guidewire tip is in this position, when advancing the microcatheter the guidewire doesn't have a chance to deflect when a forward push force is applied. This is likely to lead to vessel perforation with the guidewire. In this case the complication is caused by perforation with the guidewire, followed closely by the prowler microcatheter, even before advancing of the stent. The stent delivery wire after its advancement is clearly in the extravascular space. In addition, the distal vessel diameter was measured as 0.8-1.42 mm; distally the vessel diameter was not sufficient and the distal stent markers did not open up. It was summarized that aneurysm stenting in this case was not suitable, and the complication happened because of perforation by the transend wire. There was no vessel distal to the aneurysm to allow for placement of the microcatheter or distal end of the enterprise delivery wire. As outlined in the enterprise IFU, in order to properly place the stent, the microcatheter is navigated over a guidewire at least 1.2cm distal to the aneurysm neck, therefore, it would be contraindicated to place the stent in vasculature that cannot accommodate the mc and enterprise delivery wire beyond the neck of the aneurysm. This in addition to the procedural factor of the position of the guidewire/microcatheter, which did not allow for guidewire deflection when encountering the occluded distal vessel during advancement, caused the perforation. The distal vessel in which the distal stent was placed measured 0.8 - 1.42mm. Per the IFU, the use of the enterprise is contraindicated for use in patients in whom the parent vessel diameter does not fall within the indicated range of 3-4mm. Distally the vessel diameter was not sufficient and the distal stent markers did not open up. Compromised vessel flow is a factor related to thrombotic events. The risk of thromboembolic events during stenting procedures is minimized with optimal anti-thrombotic therapy including pre-procedural antiplatelet therapy and intra-procedural heparin. The patient was not pre-treated with anti-platelet therapy, the effectiveness of the intra-procedural heparin was not verified, and the perforation necessitated reversal of the heparin. The unknown prowler select plus microcatheter was not returned and the lot number is not known, therefore a device history record review could not be performed. There are no identified manufacturing issues related to the reported events. Vessel characteristics, procedural factors and contraindicated use of the enterprise vrd are identified factors related to the reported perforation and thrombotic event. This is the first of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2007-00121 and 1058196-2007-00130.

Event description:
During an embolization procedure for a wide neck aneurysm on the basilar artery, the enterprise stent was deployed and upon withdrawal of the catheter, an injection revealed a leak of contrast around the catheter into the ambient cistern. Heparin was neutralized immediately with protamine (3ml) and the leak stopped on advancing the catheter into the perforation. An ultra-soft 2x6mm coil was deployed and detached partly in the sub-arachnoid space and a partly in the (pca) posterior cerebral artery. As the leak persisted about 0.3ml for 50% glue was injected. The leak stopped after this treatment. However, thrombus was noted around the 4.5x22mm enterprise stent. The thrombus was treated with 10mg of reopro. The angiogram showed that the aneurysm was smaller and there was no space for any coils. There was excellent flow in the basilar and vertebral arteries. All the branches of the basilar artery and their smaller branches were normal. The patient had no neurological deficit. The film review revealed that the combination of the microcatheter and guidewire may have contributed to the reported perforation. Therefore, the microcatheter is being reported at this time.